Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: thrombosis requiring medical intervention and myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported that six (6) days after implantation of the xience v in the median intraventricular artery (iva), a thrombosis was detected. The patient had an acute myocardial infarction (ami) with st change (6-12 hours), requiring a coronary dilatation in emergency and a thrombosis aspiration. The thrombosis, 20 mm in length was at the xience v site. The cine of the initial procedure (2009) and of the second procedure (one week later) will be returned for investigation. The procedure summaries will also be returned. No additional event or patient information is available.